Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following a hip replacement where surgery mode was not turned on. A manufacturer representative met with the patient and deemed the ipg inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Corrected data inadvertently left out of initial report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is related to user error.